Event description:
It was reported that an o-ring was missing from the cartridge. Caller loaded a new cartridge to address the issue. Additionally, it was reported that a cartridge alarm occurred. Customer's blood glucose level was 167 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.